Event description:
The manufacturer received information from customer in reference to a rental, ano, w/nonin cable, with end rental as an allegation of device. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the nonin spo2 cosmetic damage, top enclosure cosmetic damage, bottom enclosure contamination, pc a kit b electrical damage, auxiliar cover cosmetic damage,the customer complaint was not reproduced. There was no error has been identified.